Event description:
The handpiece was tested prior to the start of a lap tubal ligation and received a solid tone with the test tip. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.